Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report wil be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in fine ventricular fibrillation (vf) and experienced syncope. The patient was admitted to the hospital. The rhythm was successfully converted, however there was a concern therapy was delayed. Review of episodes showed possible undersensing. Device reprogramming was discussed. No additional adverse patient effects were reported.